Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that a pump alarm was heard. Telemetry was not yet performed. The hcp was questioning what the concentration and infusion settings of the pump were. The patient was in the hospital. It was indicated that the patient stated they believed the alarm that was occurring was the empty pump alarm because he did not have a managing physician to fill his pump because he recently moved. The patient was experiencing headache, whole body itching, and increased spasticity. The alarm and symptoms were described as having occurred two days ago in (B)(6) 2019. The hcp was redirected back to the previous pump managing physician and also the national answering service to contact a local company representative to come "an" interrogate the pump to confirm the reason for the pump alarming. No further patient complications have been reported as a result of this event.